Manufacturer narrative:
Additional information has been requested regarding this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Concomitant medical products: ddpa2d1 ICD, implant date: (B)(6) 2022; 694865, 457453 leads implant date: (B)(6) 2007. Additional product: brand name: heartware ventricular assist system ¿ battery. Model #: 1650, serial or lot#: unk, expiration date: unk. Patient code(s): e2403. Device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during log file review the controller exhibited an unexpected loss of power, and the battery exhibited a communication error. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: two controllers ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) also revealed a controller power up with an associated motor start event on 04-feb-2023 at 05:55:35. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one with 78% of relative state of charge (rsoc) and (B)(6) was connected to power port two with 47% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 18 seconds. In addition, two controller power up events without pump start events and a vad disconnect alarm were logged, likely during troubleshooting of the controller and/or a controller exchange. Log files associated with (B)(6) did not reveal any communication errors within the analyzed period. Log file analysis revealed that (B)(6) was the backup contr oller. Log file analysis associated with (B)(6) revealed that the controller was not in use prior to the controller power up event logged on 04-feb-2023 at 05:08:10; the first data point was logged on (B)(6) 2022 at 14:46:22, indicating that the power up event occurred during troubleshooting of the controller and/or a controller exchange. Log files associated with (B)(6) did not reveal any communication errors within the analyzed period. As a result, the reported event was confirmed. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/ or to the troubleshooting of the controller. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: con417883 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for a correction to: -b5.desc evt problem -h10. Additional product: information changed from a battery to a controller d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 24-jan-2022 h5: no h6: patient ime code(s): e2403 h6: img code(s): g04035 h6: FDA device code(s): a708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a 2nd controller exhibited an unexpected loss of power and that the battery was erroneously reported and did not exhibited a communication error. The controller remains in use.